Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer advised that they have reinstalled the software and informed vyaire to check the logs for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 detected a user interface issue during patient use. No patient harm reported.